Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm in the event that ¿clamps¿ are referring to the staples. Was there any issue with the use of the device during the initial procedure? How were the patient issues identified? Please provide a timeline of events. What was the retreatment required? Was there any evidence of staple malformation issues in reoperation? Was tissue ischemia noticed during reoperation? What is the current patient status?

Event description:
It was reported that according to the hospital employee, doctors reported that kits number (B)(4) were used in enteroanastomosis procedure and presented problems leading patient to return to the surgical center for re-treatment. In return, the doctors detected that the clamps are opening at the places where the staplers were used. It is worth mentioning that the complainant also points out that for the other procedures (gastrectomy and rectosigmoidectomy), the kits are not defective. Kit code: (B)(4); kit lot: 10135442. See below the stapler and reload that belongs to this kit (info obtained from sap system): proximate 75mm linear cutter: code: tlc75 ; lot: r40d1h. Reload linear cutter 75mm: code: trc75 ; lot: r40h4x.